Manufacturer narrative:
Batch review performed on 13 july 2018; lot 1653999: (B)(4) items manufactured and released on 13 february 2017. No anomalies found related to the problem. To date, this is the 5th similar event reported on items of the same lot clinical evaluation performed on 12 july 2018 by r&d product manager: the analysis has been performed considering also the images attached to this complaint. During the analysis it is evaluated that the terminal for cup impactor is blocked inside the cup. We use the screwdriver 01.15.10.0293 to unscrew it. It is evaluated that the balinit coating on the terminal is scratched al some residue are present on the cup surface. In addition also residue of dry blood are preset inside the cup threaded part. Both this issues should be the root cause of the fixation of the terminal into the cup.

Event description:
The terminal cup impactor blocked into the cup. A new cup was used to complete the surgery.